Event description:
The customer contact reported that the device was found delivering at an incorrect rate. The device was delivering tpn at a rate of 4.5ml/hr. At an unspecified time later, the rn entered the patient's room because the device was sounding an unspecified alarm. At this time, she noted that the device was delivering at a rate of 0.1ml/hr. The physician was notified and the patient's blood glucose level was reported to be 43mg/dl. The physician ordered that the infusion be continued. There were no reported adverse patient sequelae. At 1400, the rn reprogrammed the device to deliver at the intended rate of 4.5ml/hr and requested that the biomedical engineer check the programmed settings. At this time, the device was removed from clinical service and therapy was resumed using a replacement device. Though requested, no additional information was provided.